Manufacturer narrative:
An event of patient device interaction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. No device history record can be performed as device serial number was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, an unknown size epic plus mitral valve was chosen for a mitral annular calcification (mac) procedure. During procedure, the physician having issues passing sutures through the sewing ring with epic plus mitral. They mentioned some of the difference noted when passing suture through the cuff may have been in a series of recent mac cases where the mac could have dulled or bent the needle causing the resistance.